Event description:
It was reported to boston scientific on 02/21/2007, a percutaneous transluminal angioplasty (pta) procedure to dilate the vessel for an in stent re-stenosis (isr) at the anastomotic of the right subclavian vein. The mosquito sheath was inserted in the vein of the right wrist. The physician inflated the isr by using a synergy balloon. The intravascular ultrasound (ivus) was used to observe the state after the dilatation. It was the first time using ivus for the physician. The ivus catheter was withdrawn to the brachial vein from the subclavian after imaging. At this time, the guidewire warped. The catheter was pushed and pulled to stop the guidewire from warping. The physician again attempted to remove the catheter after setting the warp straight. At this time, it appeared that the exit port near the guidewire was raised and the sheath was stuck there. The catheter could not be removed, as it was stuck in the sheath. The physician continued to withdraw the catheter, though it was suggested to remove the ivus catheter and sheath together. The ivus catheter then separated. The guidewire also separated and was left in the vein of the arm. The guidewire broke into three pieces. One piece remained in the patient's body. The guidewire, catheter and sheath were removed surgically. The proximal side of the guidewire was cut off to prevent disturbing the operation. It was reported that there was no serious injury, and that the patient condition is stable. The physician will not perform a follow up treatment because the state of the patient is good without problem. It was reported that "the physician thinks the root cause of this case may not be the product, but how to perform the operation."